Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was put through motor testing and the motor got stuck and blocked causing an error code 41722 alarm. The cause of the customer reported problem was the blocked motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the motor.

Event description:
The customer returned the product for a pipe priming error, and during physical inspection it was found that the pump alarmed for error code 41622 from a blocked motor. After investigation the results indicated a reportable malfunction due to the stuck motor and error code 41622. There was no patient involvement.